Event description:
It was reported that the display was out on an 840 ventilator. There was no patient involvement at the time of the reported condition. The field service engineer (fse) inspected the device and replaced the graphical user interface (gui) central processing unit (cpu) and backlight printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.